Event description:
It was reported that atrial lead impedance decreased from 530 ohms to less than 100 ohms. The patient's pulse genera- tor was programmed to vvi. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.